Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the fracture occurred on an existing lead. The lead exhibited unstable thresholds and was programmed off prior to being explained and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead fractured. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.